Event description:
On or about (B)(6) 2012, plaintiff underwent placement of an angiodynamics vaxcel port product, reference number (B)(4), lot number 1333308. The device was implanted at sony montgomery va medical center in jackson, mississippi for the purpose of chemotherapy. On or about (B)(6) 2021, plaintiff port was noted to be fractured, and port removal was recommended. On or about (B)(6) 2021, plaintiff's port was removed by dr. (B)(6) md at (B)(6) medical center in (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).